Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between their titanium adapter and the patient adapter of their transfer set. It was stated that the connection seemed to loosen after the mating parts were tightened for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.